Manufacturer narrative:
Manufacturer's investigation conclusion: a driveline disconnect event was confirmed via the submitted log files; however, a specific cause for the event could not be conclusively determined through this evaluation. The controller event log file contained events spanning from 11nov2022 to 07dec2022, per the timestamp. The driveline was disconnected on 18nov2022, stopping the pump. The driveline was reconnected approximately 9 seconds later and the pump resumed normal operation at the set speed without issue. The pump appeared to have operated as intended at the set speed while the driveline was connected. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instruction for use (rev. C) contains the following information: section 2-11: if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. Section 5-23: at least one system controller power cable must be connected to a power source at all times. Disconnecting both power cables at the same time will cause the pump to stop. Section 7 outlines all system alarms and the recommended actions associated with them. Section 8-5: do not disconnect the system controller from the driveline for cleaning. Disconnecting the driveline from the system controller will cause the pump to stop. The heartmate 3 left ventricular assist system patient handbook (doc. #(B)(4), rev. D) contains the following information: sections 2 and 4: check the system controller driveline connector often to confirm that the driveline is securely inserted into the socket. If the driveline disconnects from the system controller, the pump will stop. Section 2: the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, promptly reconnect it to restart the pump. The pump cannot run without power. Section 5 outlines all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that a driveline disconnect was observed on (B)(6) 2022. It was unknown if the disconnect occurred at the controller or modular cable connection. Log file review confirmed the driveline was disconnected at 12:28:18 am and reconnected at 12:28:30 am. No other unusual events were noted. It was later communicated equipment connections were inspected and no cause for the driveline disconnect was determined. Related manufacturer's report: 2916596-2022-16107.